Event description:
The pt reported that she was hospitalized for one week in 2009 due to elevated blood glucose of 30 mmol/l (540 mg/dl). Her normal blood glucose level is 6-10 mmol/l (108-180 mg/dl). She was advised by the physician to disconnect from the infusion device. She injected insulin via pen while disconnected from the infusion device. She reconnected to the infusion device at approx 2 months later, and noticed that the up and down buttons do not function properly. She believes this was the cause of elevated blood glucose that led to hospitalization. No further info is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.